Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited backup vvi operation. The device download was not performed due to an unrecoverable condition. The patient was asymptomatic.

Manufacturer narrative:
This supplemental report is to correct the initial MDR reported death in, which is incorrect and should not have been checked. Also, the expiration date was added in and the manufacturing date was added

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to the battery being depleted. The device was tested on the bench and testing revealed normal device characteristics. A longevity calculation was performed and the battery depletion was normal based on device usage.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted in an unrelated procedure.